Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was presented to the emergency department (ed) on (B)(6) 2020 with complaints of loss of power. The patient's controller was subsequently exchanged. No further alarms are noted on the new controller. Technical services noted that odd strings of low voltage advisories were captured in the event history of the log file.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms on battery power was confirmed via the log file. The system controller was returned for analysis and a log file was downloaded for review as well as submitted for review. A review of the log files showed overlapping events spanning approximately 5 days (16jul2020 ¿ 21jul2020 per time stamp). Atypical intermittent low voltage advisory alarms were active while connected to battery power on (B)(6) 2020 between 11:16:21 ¿ 12:10:43 and on (B)(6) 2020 between 07:56:51 ¿ 10:26:35. These alarms activated due to an atypical fluctuation of voltages. Pump operation was not affected. The system controller underwent preliminary and functional testing and performed as intended. The system controller was run for an extended period of time on the mock loop and was able to support pump function for extended operation. The reported event was unable to be reproduced. Additional provided information communicated on 23jul2020 stated that there have been no further alarms. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial #: (B)(6) and the system controller passed all manufacturing and qa specifications. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.